Event description:
During a journal review, it was noted that 5 patients were treated for craniofacial malformations using norian srs. One patient was originally treated for a retinoblastoma in the temporal region with a temporal muscle flap and retroauricular subcutaneous flap. At 5 months post op, the patient presented with an infection of the cement. Infection was treated with IV clindamicin and gentamicin. The patient then underwent surgical wound cleansing, including partial calcium phosphate removal. Infection was successfully eradicated 10 days after surgery.

Manufacturer narrative:
Manufacture date is not able to be determined without part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. "Clinical applications of norian srs (calcium phosphate cement) in craniofacial reconstruction in children: our experience at hospital la paz since 2001." Gomez, martin, arias, carceller. Journal of maxillofacial surgery, 63: 8-14, 2005.